Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Patient's coumadin dose was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm and se 2367 alarm that appeared on the homechoice (hc) display during use. The caregiver (cg) stated that during the night, the home patient (hp)'s transfer set fell apart. Neither cg, nor the hp knew how this happened, but cg stated that this had happened before (see referenced complaint). The technical service representative (tsr) explained the alarm and assisted the cg to cycle power on the hc machine two times to clear the alarms. The tsr then advised the cg to call the nurse as soon as possible and inform what happened with the transfer set. The cg stated that he put it back together and there is no flow now, but solution was leaking out and got all over the place before he did. The cg had disconnected the hp and that is when the hc alarmed. The cg understood the explanations, cleared alarms and agreed to call the nurse immediately. The hc unit was operational. During a follow up phone call by product surveillance (ps) to the cg on 6/15/2010 regarding transfer set falling apart, it was revealed that the transfer set separated from the "metal" piece attached to the catheter. Per cg, hp was seen by the doctor, and has been prescribed antibiotics for 14 days. The cg was unsure of the culture results taken, and did not know for sure if a "bug" was found. The hp added that he did notice that the fluid a little murky. The cg reported that the transfer set was replaced at the clinic, and the metal piece was soaked in betadine for about a half hour. The cg stated that the transfer set had been use for about 3 months. Per cg, the hp has been on peritoneal dialysis (pd) since about 3 years and few months and uses the hc cycler. The cg stated that he did not notice any visible damage or residue on the threads. Per cg, the catheter is stored securely taped against the body. The cg then revealed that they actually noticed the leak the previous night also (see referenced complaint). The cg stated that he tried to tighten the "metal" piece (cg unsure if he actually felt like he tightened it), but the leak seemed to linger. The cg added that the hp was still able to finish therapy, but then the following night hp woke-up to a separated transfer set. Per cg, hp is doing fine and continuing therapy. During a follow-up with the nurse on 6/16/10, it was revealed that she had already discarded the transfer set and did not know the lot number. The nurse stated that hp is doing fine now and continuing therapy. The nurse did not know the cause of the separation, but added that hp is very old and somewhat confused, so it was also likely that she might have messed with the connection. On 06/16/2010, the nurse contacted ps to report the culture results. Per nurse, the hp was indeed diagnosed with bacterial peritonitis on 6/11/10; however, was not admitted to the hospital. Per nurse, there was no exit site or tunnel infection associated with this peritonitis. The pd effluent was analyzed on 6/11/10; however, the nurse cautioned that the cg had started the antibiotics before arriving at the clinic. Per the nurse, a gram stain revealed gram negative rods. The nurse reported that the pd effluent culture revealed acinetobacter species. The nurse stated that the peritonitis resulted from the transfer set separation. The nurse stated that the hp was given antibiotics to treat the peritonitis and that the hp recovered. The nurse confirmed that the hp is doing fine and continuing therapy. No further information was provided.